Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from (B)(6) alleged a discrepant result for a single patient while using the cobas® sars-cov-2 & influenza a/b nucleic acid test on the cobas® liat® system. The alleged sample was initially tested on cobas® liat® system (s/n (B)(4)) which generated a positive result for sars-cov-2. The same sample was retested on a different platform (andis 3 gene real time pcr) which yielded a negative result. The same sample was retested on a different cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The sample was again repeated on the original cobas® liat® system (s/n (B)(4)) which yielded a negative result for all targets. The initial positive result was released. No harm was alleged. An investigation was conducted to evaluate the customer issue. Per FDA¿s eua guidance, 1 MDR will be filed.

Manufacturer narrative:
Throughout the data analysis, a systematic issue was not observed and a product problem was not found. The initial positive run is confirmed to be a true positive result as amplification is clearly observed and a strong curve is seen, no abnormalities in the data were observed. It is possible that there was contamination present during the initial run, but cannot be confirmed. (B)(4).